Event description:
It was reported that a patient was burned on the inside of the cheek after coming into contact with a handpiece head that reportedly overheated. The burned area, which had a white appearance initially, was not noted until the procedure had concluded. The patient complained of discomfort and the clinician noted blistering, tissue sloughing, and eventually development of an open sore for a period of 2-3 weeks following the event. As a result, the patient was advised to take analgesics and use salt water rinses to treat the symptoms. Additionally, laser treatment was performed approximately three weeks following event.

Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issued 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because intervention was required in this case, this event meets the criteria for reportability. The device is available for evaluation, though has not been received as of this report. Evaluation results will be submitted as they become available.